Event description:
(B)(6) 1997, had bilateral christensen all metal devices implanted at the age of (B)(6). Shortly after implantation diagnosed with chronic fatigue syndrome, ms-like symptoms, hands, arms felt numb, difficulty walking, extreme body and muscle pain, and swelling in the hands, feel, and face. (B)(6) 2010, implants broke after an accidental blow to the face. CT scan shows 3 deep fractures in the fossa. Since the implants broke the pain has increased tremendously and sinus problems have occurred. Currently looking at options to address the situation.